Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead was returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt, the right ventricular lead helix would not deploy and the impedance was high. It was also reported that there were positioning/fixation difficulties. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.